Manufacturer narrative:
The product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed. Since no lot number was provided, no device history record (DHR) review could be performed. Concomitant products: lasso nav catheter (model# d134301 lot# unknown); soundstar catheter (model# unknown lot# unknown). Manufacturer's ref. No: (B)(4).

Event description:
It was reported that a patient underwent an ablation procedure for paroxysmal atrial fibrillation with a thermocool® smart touch® sf uni-directional navigation catheter and suffered a cardiac tamponade requiring pericardiocentesis and pericardial drain. After left atrial mapping with the lasso nav catheter and the smarttouch sf catheter, prior to any ablation, the patient became hypotensive. It was noted that the anesthesia providers were having challenges maintaining the blood pressure prior to the event. Pericardial effusion was detected via soundstar catheter. Pericardial drain was inserted and yielded an unspecified amount of fluid. Patient was transferred to the coronary care unit (ccu). No surgical intervention was required. Multiple attempts have been made to obtain clarification to this complaint. However, no further information has been made available.